Event description:
For plato rts v2.1.2 and mlc/shape v2.3, the coordinates of the isocenter are incorrectly labeled. In the previous release and in this release, the coordinates are labeled x,y&z. In the current mlc/shape program, the coordinates are labeled "lat," "long" and "vert." When passed to the rts module from the mlc, the "vert" coordinate in mlc/shape is written into the rts "long" field, and the ml/shape "long" coordinate is written into "vert" in rts. This could result in rotation of treatment coordinates in rts and incorrect treatment of the patient.